Event description:
It was reported that during a da vinci surgical procedure, the patient sustained a common bile duct injury. No other information regarding the reported event was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the patient's intra-operative complication. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has made several follow-up attempts to obtain additional information concerning the reported event; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the patient sustained an injury during a da vinci surgical procedure.